Event description:
A father reported his son experieced ocular pain, light sensitivity, and decreased visual acuity after using ultracare disinfecting solution. The pt misused the product by failing to use the neutralizer tablet. The pt had not worn his contact lenses for about 3 weeks. He wore the lenses on tuesday with no problems; however, that evening he stored them in "disinfecting solution." When he inserted the lenses the next morning he experienced the reaction. In follow-up the pt's dr, stated that the diagnosis was chemical keratitis. Pt was prescribed polytrim and ciloxan to preclude a permanent injury. The complaint unit has not been returned for testing.